Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a suspected fracture near the suture sleeve was observed. The damage on the atrial lead was confirmed via x-ray during a device check. Programming change was made. Patient was asymptomatic. Lead will be monitored.